Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was dizzy, sweating profusely and stated their eye sight was not good. The so called an ambulance. The cgm was reading 40 mg/dl and the bg was over 500 mg/dl. The patient was transported to the hospital and treated with unspecified insulin and admitted to intensive care and discharged on 03/27/2023. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c, e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.